Event description:
Patient called and stated that he had a left hip replacement on or about (B)(6) 2013. Approximately in (B)(6) 2016 he started experiencing pain. He went to his doctor and had blood work and was found to have high levels of chromium and cobalt. Had x-rays and an MRI and was told the ball is corroding in the socket. He has a upcoming revision surgery. Update 24-april-2019: patient called to report his revision surgery done on (B)(6) 2019. Patient is seeking compensation.

Manufacturer narrative:
An event regarding elevated ion levels involving an accolade ii stem was reported. The event was confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿modest elevations of serum cobalt and chromium in a patient with no physical exam findings, normal serial x-rays and normal mris are not indicative of pathology with a total hip arthroplasty in situ three-and-three-quarter years. Should additional clinical information become available, this report will be updated.¿ product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation did confirm that there was elevated ion levels based on the clinician¿s review that modest elevation of serum cobalt and chromium levels in the patient were noted. The root cause could not be determined because there was no physical exam findings and along with normal x-rays and mris could not determine the pathology of the devices that are implanted within the patient.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that he had a left hip replacement on or about (B)(6) 2013. Approximately in (B)(6) 2016 he started experiencing pain. He went to his doctor and had blood work and was found to have high levels of chromium and cobalt. Had x-rays and an MRI and was told the ball is corroding in the socket.

Manufacturer narrative:
An event regarding elevated ion levels involving an accolade ii stem was reported. The event was confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿modest elevations of serum cobalt and chromium in a patient with no physical exam findings, normal serial x-rays and normal mris are not indicative of pathology with a total hip arthroplasty in situ three-and-three-quarter years. Should additional clinical information become available, this report will be updated.¿ product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation did confirm that there was elevated ion levels based on the clinician¿s review that modest elevation of serum cobalt and chromium levels in the patient were noted. The root cause could not be determined because there was no physical exam findings and along with normal x-rays and mris could not determine the pathology of the devices that are implanted within the patient.

Event description:
Patient called and stated that he had a left hip replacement on or about (B)(6) 2013. Approximately in (B)(6) 2016 he started experiencing pain. He went to his doctor and had blood work and was found to have high levels of chromium and cobalt. Had x-rays and an MRI and was told the ball is corroding in the socket.